Manufacturer narrative:
Info not available, device not returned for analysis.

Event description:
It was reported that prior to an unk procedure, the system responded with error 4 troubleshooting occurred, but the case was started using another handpiece. There was no patient involvement.